Event description:
It was reported to covidien that the unit's display was missing segments. No pt involvement was reported.

Manufacturer narrative:
The (B)(6) service center found that the lcd pcb needed to be replaced.